Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was done for blank display. Customer stated that they tried another battery but insulin pump still not turning on. Customer stated that display was blank currently. Customer stated that the contacts on the battery cap neither missing nor damaged. Customer reported that there was crack at battery compartment. Customer had hyperglycemia but they declined to troubleshooting for it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.